Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false high hemoglobin a1c2 (hba1c2) results for an unspecified number of patient samples. The false results were reported out of the laboratory. When the physicians questioned the results, the samples were repeated four (4) days later (after service was performed) and lower results were obtained. The samples were also sent to a reference laboratory generated on an unknown methodology and those results matched the lower repeated results. The customer provided printouts for four (4) patient samples and two (2) of the (four) 4 samples were not considered erroneous. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. The individual a1c and hemoglobin (hb) results were not provided. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and recovered within specifications. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument for an unrelated issue. The fse replaced the cartridge (cc) sample probe as well as both the sample and reagent syringes. Repeat testing done for this issue on (B)(4) 2013 (after service) recovered acceptably and the customer is satisfied that the actions taken by the fse resolved the hba1c issue. Failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.